Event description:
Manufacturer follow-up with the explanting hospital revealed the vns generator was discarded.

Event description:
Reporter indicated via clinic notes received to the manufacturer that a patient experienced breakthrough generalized seizures in (B)(6) 2011 requiring hospitalization. The exact etiology of the seizure increase is unknown, but may have been due to a depleting vns battery. The vns is believed to have been working properly in (B)(6) 2011, but exact vns diagnostics results are not recalled. The patient has generalized seizures only. The vns settings were increased as an intervention and the seizures improved. No medication changes were done. The patient recently had the vns generator replaced prophylactically. A vns battery life estimate resulted in approximately -0.57 years remaining as of the date of explant on (B)(6) 2011. Attempts for return of the explanted vns generator are in progress.